Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. The sewing ring adjacent to l2 (leaflet 2) was inverted which appears to have occurred during implant. Small needle holes adjacent to l2 showed placement of implantation sutures. A small tear on the cloth cover on top of the p3 (post 3) appears to have occurred during the removal of the valve. A minor gouge or scrap mark observed on the exposed stent post appears to be associated with a sharp instrument such as forceps. All leaflets are in the closed position with a gap at the point of coaptation. All leaflets are slightly stiff but flexible and intact. A puncture or perforation observed on l3 appears to be due to a sharp instrument such as forceps or sewing needle. The free margins of all leaflets do not appear misaligned. All commissures appear intact. Updated h3: device evaluated - yes updated h10: fdm, fdr, fdc codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated investigation codes (fdm, fdr and fdc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 29mm valve product of a different manufacturer. The reason for the replacement was reported as moderate to severe intravalvular aortic insufficiency. It was also reported that upon inspection of the implanted valve, the non-coronary cusp leaflet appeared shorter than the other leaflets, and there was failure of central coaptation. It was also reported that there was no damage to the leafletsand the aortic closure had no impingement on the leaflets. The valve was fully sutured and tested prior to removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.